Event description:
Reporter stated that patient obtained blood glucose results of 18.0 mmol/l and 4.0 mmol/l, within 1 minute, when testing on the accu-chek mobile system. At the time the results were obtained, patient reportedly felt like glucose was low and self-treated by eating. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned to manufacturer.